Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump alarmed for "empty tubing or reservoir" followed by a "remove and reattach cassette" alarm during infusion. The alarms could not be cleared, and the pump was powered off with no medication delivered. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.